Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. The user's blood glucose (bg) level was not impacted for the past events; however, for the most recent event, the user's bg level was 291 mg/dl. The user addressed the bg level with a bolus via the pump. Reportedly, the user may have been moving through the load sequence too fast.